Event description:
It was reported that the downstream seal was loose over the sensor. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: it was stated that ¿loose seal over downstream sensor.¿ customer issue was confirmed. Dso (downstream occlusion) seal is loose. Visual test was performed. Main board, display glass and dso seal will be replaced. Resolution of the reported issue was confirmed by the technician and the device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device shall be returned to the technician for additional. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.